Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg). The patient experienced numbness in their feet when lying down, soreness in the tips of their toes, hair loss on the right arm, sleepless nights, and back pain. The numbness reportedly subsided when the device was not being charged. The patient suspected diabetes problems or neuropathy as potential causes. An MRI was conducted at a pain clinic, revealing issues that necessitated an implant revision. The patient was advised to consider a non-rechargeable implantable neurostimulator and was scheduled to see a healthcare provider for a potential revision. The patient also reported not using therapy at home but activating stimulation when outside due to persistent back pain and arthritis.

Event description:
Additional information was received from the patient (pt). Pt reports the MRI showed that battery movement was causing numbness in both feet. Pt reports the implant is to be revised/replaced as they are charging it too often, every other day, and have had to replace external devices often. Pt reports that while lying on their back there is a problem, device keeps moving around due to weight loss. Pt reports surgery to revise/replace the device is planned to resolve this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.